Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Two brushes have broken / small pin got loose, which caused the entire brush head to get loose [device breakage] no adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 10-jan-2018 that of the four oral-b flexisoft or precision clean brushheads in a package, two had broken within two weeks. The consumer elaborated that the small pin got loose, which caused the entire brush head to get loose. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
15-mar-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 13-mar-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Two brushes have broken / small pin got loose, which caused the entire brush head to get loose [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that of the four oral-b flexisoft or precision clean brushheads in a package, two had broken within two weeks. The consumer elaborated that the small pin got loose, which caused the entire brush head to get loose. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.